Manufacturer narrative:
The directions for use indicate the koh colpotomizer system will be removed during vaginal closure/laparoscopic closure along with the uterus and uterine manipulator. In keeping with good medical practice, the physician is responsible to ensure all non-implantable devices are removed from the pt. A copy of the dfu furnished with the device is included. (B)(4).

Event description:
Pt was undergoing a scheduled laparoscopic hysterectomy. The two piece colpotomizer and uterine manipulator were inserted into the vagina. Due to severe lesions, the decision was made to convert to an open procedure. The uterine manipulator was taken out, colpotomizer left in vagina. By leaving the colpotomizer in for approx six weeks, it led to an infection and pain.